Manufacturer narrative:
Device not returned to manufacturer.

Event description:
In (B)(6) 2016, a 70mm device and a 40mm device were implanted to replace two of the three existing devices from another manufacturer. Post revision surgery, the patient developed pain consistent with s1 irritation. CT showed the 70mm implant was impinging the s1 foramen. The surgeon removed the 70mm and 40mm implants and replaced them with 45mm and 50mm implants.